Manufacturer narrative:
Findings: unit received with completely broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube window, cracked reservoir tube, broken battery cap, and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer had to have a steroid shot and it happened 2 days ago. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated the reservoir compartment and battery compartment and top pump is broken. The customer was unsure how damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.